Event description:
A nurse manager reported that enlargement on the incision was required during an intraocular lens (iol) implant surgery to remove the iol, after one of the haptics broke during insertion. The surgeon reported that an anterior capsular bag tear occurred during removal of the iol when the second haptic broke during removal. The surgeon further reported the patient experienced corneal edema that was treated with medications. In a follow up, the surgeon reported the patient's symptoms had resolved with treatment.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were pulled from the optic (one haptic returned). The returned haptic had a bulbous area, which indicated that a weld was performed during the assembly process. Both haptic insertion areas were split/cracked. Optic was torn/split/cracked from the edge toward the center. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/03/2009, 03/04/2009, and 03/06/2009 by phone, fax and mail. A completed questionnaire was received on 03/06/2009. This report was mailed to FDA on: 04/03/2009.